Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.182" x 0.650" was found to be broken off. The broken piece was not returned. The complaint regarding a broken tip was confirmed by failure analysis. An additional observation not reported by the site was also identified. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper was broken in half near the tips. There was no report of fragments falling into the patient and no reported patient injury.